Event description:
It was reported that the patients implantable pulse generator (ipg) placement was causing pain in the back. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2023.